Event description:
Reported info: faulty thermostat caused sump water to overheat and susporate. The steam escaped the chamber when the access door was opened and the operator was slightly burned to the left hand knuckles (not a serious injury). Reportable malfunction: steam caused by the sump waster evaporation will escape from washer and night cause severe burns if all of the following conidtions are met simultaneously. Thermostat failure with contractor closed duting the thermal rinse phase; operator not following warning labels and opens chamber door before cycle completion; operator not wearing recommended protective equipment (gloves and face shield) as per labeling of washer.

Manufacturer narrative:
The evaluation summary referred to in section h.3 was initially attached with first report.